Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going. Date of implant: unknown. Date of explant: unknown. Pending further information.

Event description:
It was reported by the healthcare professional to the company sales representative "under-drainage."

Manufacturer narrative:
The valve was returned in the return kit. The valve was returned in an unknown fluid. A visual inspection was performed and the valve had no deformations or other abnormalities. To check if the valve was clogged, we performed a permeability test. This test is at a hydrostatic pressure difference of approximately 15-25 cmh2o in flow direction carried out. The test showed that the valve was permeable. The valve was tested on the miethke test bench for the standard test in the standing position. It is a liqourflow of 60 ml / h and gradually reduced to 5 ml/h and back to 60 ml/h increased (based on iso (B)(4)). The resulting pressure is measured. Based on our findings, we cannot confirm suspicion of underdrainage. The deposits found could have contributed to the reported issue. No further actions are required.